Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 mg/dl and 176 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt revised to address loose cup caused by osteolysis from polyethylene wear of liner.